Event description:
The facility representative contacted a technical service representative to report a flogard infusion pump with a "check error" message. This condition had the potential to interrupt delivery. It is unknown when this event occurred. There was no patient involved, reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the customer reported problem of "check error" was confirmed. Service determined that the device showed failure 49 upon power up due to a malfunction in the real time clock. Service reset the configuration options to resolve the issue. The device was returned unrepaired for another separate issue.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.